Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 47 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace log revealed multiple ¿xdcr flt¿ conditions. The service technician performed the routine 30k preventative maintenance to address the reported issue and because the unit was past due.

Event description:
It was reported to vyaire medical that the unit was having transducer fault alarms, which were confirmed during an event trace log evaluation. According to records, the unit has never been serviced. There was no report of any patient involvement associated with this complaint.